Event description:
Patient reported providing a letter and x-rays to cease use of the byte aligners. The x-ray shows a lesion on the bottom right side of their mouth, adjacent to their back right molar. In the letter the dentist states the patient was seen for a comprehensive exam, they are unable to continue with orthodontic treatment. Radiographic exam of panoramic radiograph reveals a multiloculamass of mixed lucensis on the right side of patient's mandible. Patient has been referred to oral surgeon/md/dmd for further evaluation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.